Event description:
The following has been reported: biomed reported: product issue: department reported: pump continues to report clamp is not closed. Description of issue: pump was out of battery upon arrival, device was charged and test infusion was run without error or fault (10ml @500ml/hr). Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.